Event description:
New information received notes that the patient presented in clinic for unrelated procedure. Upon interrogation pre procedure, it was found that the implantable cardioverter defibrillator re-exhibited post-paced t-wave over-sensing. Programming changes were made. Patient condition was unknown.

Manufacturer narrative:
Correction: g3 - date received by manufacturer in 2017865-2023-50853 submitted on 17 jul 2024 should have been "9 jul 2024" instead of "10 jul 2024."

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation, it was found that the implantable cardioverter defibrillator exhibited post-paced t-wave over-sensing. No intervention was performed. There were no patient consequences. There were no patient consequences.